Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had an occlusion. The blood glucose at the time of the incident was unknown. The customer states they have been having problems with air bubbles. The customer states the pump is not delivering properly, because he noticed insulin in the reservoir had not moved. The customer was did not experiencing some symptoms. The customer did not contact their healthcare professional and does have a backup plan; manual injections. Troubleshooting was performed. The drive support cap appeared normal. There are air bubbles, in the tubing, but none in the reservoir when it was replaced. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer blood glucose at the end of the call was 289 mg/dl. The device will not be returned for analysis